Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Boston scientific received information that this right atrial lead had dislodged. The patient came to emergency room with a complaint of palpitations. Ra lead checked showed sensing went down from implant to 0.6 millivolts and threshold increased to 2.8 volts at 0.5 milliseconds. Furthermore, this ra lead was noted to be on the floor of the atrium through fluoroscopy which was previously in the appendage. This ra lead was repositioned successfully and will continue to monitor. No adverse patient effects were reported. The lead is not expected to be returned as lead was repositioned and remains in service. This investigation will be updated should further information be provided.